Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away; she was found at home, in a coma, with blood glucose of over 1200 mg/dl. She passed away in a hospital. The caller stated that the cause of death is unknown; might have had a heart episode, but not a heart attack. The customer had blood infection and was being treated. The customer's last recorded blood glucose value was 241 mg/dl on (B)(6) 2016 at 6:09am. The customer was not wearing the insulin pump at the time of death; it was on the floor so was the reservoir vial. Per download information, the last fill was on (B)(6) 2016. It seemed the customer was coming out of the shower. The customer was off of work on saturday, called in sick on monday at 5:30pm, and was found on tuesday. The customer was a two time pancreas cancer survivor. The customer was using none medtronic sensors. The caller was unsure whether the customer was wearing a sensor at the time of death or not. The caller declined returning the insulin pump for analysis.